Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and, after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if any issues reappeared, which the customer acknowledged and understood.